Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had experienced palpitation. The field representative determined that this device was faulty and had to be replaced. To date, the device remains in service. No adverse patient effects were reported.